Event description:
It was reported that there were episodes of high pacing impedance and electromagnetic interference that resulted in oversensing on the right ventricular (rv) lead. It was suspected that the high impedance and oversensing were due to insulation damage on the rv lead. However, insulation damage was not visually confirmed. A lead revision is anticipated, but has not yet been performed. The patient was stable.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Additional information was received indicating that the right ventricular lead was capped and replaced to resolve the event. Insulation and lead damage was not visually confirmed during the procedure. The patient was stable and will continue to be monitored.